Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to flattened button dome switches. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 90 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.